Event description:
Procedure: low anterior resection. According to the reporter: the handle was cracking and the staple line failed during the surgery when applied to thick tissue. The procedure was converted to open and surgery time was delayed by one hour. The procedure was completed with another gia instrument.